Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll territory reported that a (B)(6) year old male pt was treated and taken to the hosp by ambulance. The lifevest detected asystole at 09:44:30. Asystole is considered a non-treatable rhythm. A treatment was delivered at 09:49:10. CPR artifact contributed to the false detection. The response buttons were not used during the event. The pt was taken to the hosp and admitted to the ICU. The pt was unresponsive and placed on a ventilator.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were fully functional and able to detect and treat. Device manufacture date: monitor: - reuse; electrode belt: 01/2007 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.